Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive. The customer's blood glucose reading was over 400 mg/dl at the time of incident. The customer also indicated that she had a past hospital stay in (B)(6) of 2015 and that she reported that incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, broken belt clip slot, cracked battery tube threads, shifted end cap sticker and scratched reservoir tube window.